Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested to return the beta bionics pump because it was associated with persistent high blood glucose values and the user was unable to adjust settings to achieve control. Symptoms included hyperglycemia with a reported peak of 290 mg/dl, approximately three hours above 180 mg/dl, system alerts for prolonged hyperglycemia, and headache. Outcomes included no reported medical intervention, no use of backup therapy, no ketone testing, no need for assistance, and no hospitalization. Investigation included internal case review and acceptance of the return for further assessment. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms or malfunctions documented in the record. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.